Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 213 mg/dl. Troubleshooting was done. Advised customer to reinsert the reservoir and run manual prime. Customer reports pump alarmed during manual prime. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarms or no delivery signals were noted during testing. The pump passed the displacement, prime and excessive no delivery tests. However, the pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window.